Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the transmitter did not blink when connected to the sensor and that the electrode was missing. The customer's blood glucose level was 6 mmol/l. The customer's sensor was replaced, however nothing was returned for analysis.